Event description:
The fse reported intermittent loss of live fluoroscopic image due to a bad interconnect cable. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The interconnect cable was replaced during the service call. The system was tested and found to be working as intended and put back into service.